Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 18.8cm to 19.1cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction to another implantable device. (B)(4). (B)(6).

Event description:
This report is to advise of event observed during analysis.